Event description:
Health professional reported an alleged leak in the tubing of a lap-band port. Prior to a fluoroscopy, the pt came to the office on two separate occasions to have a fill performed, but the doctor was unable to locate the access port. The device remains implanted. Add¿l info received from the health professional noted the port was not displaced and ¿was secure to the abdomen.¿

Manufacturer narrative:
The product associated with this report has not been returned as the device was not explanted. Based upon the catalog number and implant date provided by the reporter the connector type is assumed to be a taper ii. Device labeling addresses the possible outcome of leakage as follows: ¿deflation of the band may occur due to leakage from the band, the port or the connector tubing.¿ device labeling addresses the following concerns to performing an adjustment: ¿prior to doing an adjustment to decrease the stoma, review the pt¿s chart for total band volume and recent adjustments. If recent adjustments have not been effective in increasing restriction and the pt has been compliant with nutritional guidelines, the pt may have a leaking band system, or may have pouch enlargement or esophageal dilatation due to stomal obstruction, band slippage or over-restriction.